Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, an alert triggered for elevated ra bipolar capture threshold. The ra threshold appears elevated since implant. The ra lead remains in use. No patient complications have been reported as a result of this event.